Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Blood glucose (bg) level was 45 mg/dl. Reportedly, the customer was a new pump user and the basal rate settings had been recently adjusted. To treat the low bg level, the customer consumed carbohydrates to treat bg level. Reportedly, the customer had a backup therapy available for diabetes management.